Manufacturer narrative:
The thermogard console involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and serviced by the customer's biomed engineer. The defective air trap block was replaced to remedy the mid:09 (air trap assembly) error message. The thermogard console was placed back into service for clinical use. Since the issues were resolved, service was not required to be performed by zoll. Date of event is unknown.

Event description:
As reported, the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.